Manufacturer narrative:
The account manager later reported that the site replaced a system cable and the issue was resolved however the procedure had already been cancelled. The cable was not returned for evaluation. Subsequently, the site requested a routine service visit to map a new bed and the field service engineer confirmed that the system met specification after replacement of the cable. There were no anomalies identified during the internal review of the DHR of the system console. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia. If additional information is received a follow-up report will be submitted.

Event description:
The site reported that they received an error message stating that the location board (lb) was not connecting during a superdimension procedure. Troubleshooting performed by the site was unsuccessful and the procedure was cancelled. The patient was under general anesthesia.there was no report of patient injury, death or other serious adverse event. If additional information pertinent to the incident is obtained a follow-up report will be submitted.